Event description:
It was reported that the irrigation from the smarttouch catheter was not going through the preface sheath. The preface sheath was replaced with a st. Jude sheath and the issue resolved and the case was completed without any patient consequence. Upon following up with the customer, bwi received additional information on (B)(4) 2014 which is now indicative of a reportable event. It was stated that issue occurred during an atrial fibrillation (afib) procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4) it was reported that the irrigation from the smart touch catheter was not going through the preface sheath. The preface sheath was replaced with a st. Jude sheath and the issue resolved. Upon receipt, the preface sheath (sheath introducer) was visually inspected and it was found in normal conditions. Vessel dilator was also returned and it was found in good conditions as well. Then per the reported event, a microscopic visual inspection was performed over the two devices and no damages were observed. Afterwards, a dimensional testing was performed over the vessel dilator and sheath introducer and both were within specifications. In addition, the vessel dilator was introduced through the sheath introducer and no resistance/friction was experienced. Finally a lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Water was flowing normally the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.